Event description:
Information received indicates, the right foot brake/steer caster would not brake.

Manufacturer narrative:
The technician was unable to adjust the brake tab due to damage. The technician replaced the brake/steer caster and the pedal assembly into the brake/steer torque tube to repair the bed.